Manufacturer narrative:
There is no evidence of a device malfunction. No problems were found during evaluation of the returned cartridge. Review of the cycler log files indicated there were multiple arterial air and arterial pressure alarms which are most likely indicative of vascular access flow problems. The cycler alarmed appropriately. A direct correlation between nx stage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air and foam were observed in the filter during a routine hemodialysis treatment. Rinseback was not fully completed due to the amount of air in the circuit, resulting in an estimated blood loss of 110cc. No medical intervention was required.